Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient had a left hip revision due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a metal head and a duration liner was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for dislocation and there is no allegation of failure against the shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a left hip revision due to dislocation.